Manufacturer narrative:
The insulin pump passed displacement test. Unit was received with broken off the belt clip rails, cracked battery tube threads, cracked case along the side of the battery tube and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The customer¿s blood glucose value was unknown at the time of incident. The customer was not assisted with further troubleshooting. The insulin pump will be returned for analysis.